Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing connectivity issues when an x-ray image was taken or an additional image was required. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description 01/29/2026 11:00:03 (B)(6). Solution description: ptc troubleshot the issue and determined the usb interface needs to be replaced. Added part number for upgrade kit. 100008720 ptc reported retakes, but no injury. Functional (yes/no): no. Customer note 01/28/2026 16:01:43 cpic_simo (cpic_simo) troubleshooting: issue reported: intermittent operation/connectivity ---did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): yes ---were there any injuries or misdiagnosis if multiple images/exposure s were needed: no equipment type and model: 2.0 usb interface serial number: (B)(6) - dop (B)(6) 2023 - exp 4/28/24 (B)(6) from kit js20007697 - dop (B)(6) 2023 - exp 9/7/24 confirm sensor cable color: blue acquisition software & version: mipacs issue in one or all rooms: all other sensors work with working remotes in room(s) with issue: yes pc name: n/a schick driver version (programs and features): 5.16 remote fw/fpga version: 2.38/1.15 sensor fw version: n/a if remote issue: 2.0 or 3.0: tried different usb cable/usb port /bypassed usb hubs/extenders: yes 3.0 remote: tried on a 3.0 and 2.0 usb port/cable clip connected: n/a if sensor issue, replaced elastomer: n/a if sensor issue, tried different sensor cable: n/a if no response to radiation, confirmed xray head functional: n/a additional troubleshooting steps/notes: advised out of 2.0 remote boxes - would like to replace for 3.0 with sensor cable $$add$ (B)(6) $$add$.